Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose event was 25 mg/dl. The patient experienced shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, and fatigue. The patient was treated in the ER until his blood glucose went back up. The patient also had issues with his insulin pump. The display quit last night and new batteries would not power the device back on. The display finally came back on after a battery change but the keypad remained unresponsive. Additionally, the customer mentioned that he was hospitalized a couple years ago due to his cancer, and during the hospitalization his blood glucose went up to the 500 mg/dl range. The insulin pump was not returned for analysis at this time.